Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the device was broken at the tip (crossbar) was confirmed. An assessment was performed on the adapter and found that the t-handle was broken. It was determined that the device was most likely side loaded when used with the impactor which is not what the device was designed for. The assignable root cause was determined to be due to user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the adapter device was broken at the tip. During in-house engineering evaluation it was observed that the t-handle was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.